Event description:
It was reported that the right ventricular (rv) lead threshold in true bipolar configuration was greater than the highest output in the device. Threshold was normal in unipolar configuration. Low pacing impedance was also observed. The lead was capped and replaced. During the lead revision procedure, insulation damage was observed within 3-4cm of is-1 pin upon placement of the new rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2011. (B)(4).